Manufacturer narrative:
The remote service engineer reviewed the clinical ivpm audit trail via remote access. Results of functional testing indicate multiple red alarms for spo2 desat, were being silenced/alms paused. The settings/visual latching was red & yellow and audible latching was red only. The field service engineer confirmed a software configuration issue and reload the configuration as part of troubleshooting. The philips field service engineer reloaded the configuration from a working monitor and found it work with new configuration. The device was operational after repairs were completed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported issues with alarm latching. The device was in use at time of event, there was no adverse event reported.